Event description:
It was reported that the health care professional (hcp) called technical services for review of a stored atrial tachy response (atr) episode for this patient with a pacemaker. Technical services noted there are runs of paroxysmal atrial tachycardia (pat) that are preceded by a premature ventricular contraction (pvc) falling into cross chamber blanking and the patient receives a ventricular pace that is unnecessary. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the field representative called for review of stored non-sustained ventricular tachycardia (nsvt) events. Technical services (ts) reviewed and found there was undersensing in which the device provided pacing but goes into a tachyarrhythmia. Ts could not tell if it was supraventricular tachycardia (svt) or ventricular tachycardia (vt). Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services for review of a stored atrial tachy response (atr) episode for this patient with a pacemaker. Technical services noted there are runs of paroxysmal atrial tachycardia (pat) that are preceded by a premature ventricular contraction (pvc) falling into cross chamber blanking and the patient receives a ventricular pace that is unnecessary. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.